Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event or problem: it was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel and an excessive amount of gel in the tube. There was no report of patient impact. H6. Investigation summary: bd received two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and excessive gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles and excessive gel was not observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and excessive gel based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel and an excessive amount of gel in the tube. There was no report of patient impact.